Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failures air water-cylinder (tube) had foreign objects (white foreign material) and air water-tube had foreign objects (white foreign material) was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects (white foreign material) in air water-cylinder (tube) and air water tube. There was no patient involvement.